Manufacturer narrative:
Additional manufacturer narrative although there have been attempts to receive further information regarding the event, no additional details were provided. The device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event with the available details. The device history record (DHR) review was not able to be completed as information regarding this device (i.e. Model #, serial #) remain unknown. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that twelve (12) years post-implantation of this 21mm bioprosthetic aortic heart valve, a transcatheter valve was implanted (valve-in-valve) due to unknown reasons. No additional details were provided.